Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3487a-56, lot# v741292, implanted: (B)(6) 2011, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. The rep reported that the patient reported the battery being dead and wanted to meet to confirm. The rep reported that they interrogated the battery and did an impedance check. The rep reported that the ins was at end of service (eos) and impedances were greater than 10,000 ohms. The issues weren¿t resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3487a-56, lot# v741292, implanted: (B)(6) 2011, product type: lead; product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they had asked the patient if anything had happened to make her impedances off and she couldn¿t recall. The rep wasn¿t able to do anything to fix it no matter which electrode they tried. The rep reported that at this time that patient¿s battery was still at end of service (eos) and the impedances were still high. No further complications were reported.